Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine pulse generator check. Upon interrogation of the device, the device exhibited stored episodes of atrial lead noise. The noise was reproducible when having the patient perform isometric exercises. The patient denied symptoms prior to or during the interrogation. The atrial lead sensitivity was decreased and the physician elected to continue to monitor the lead.